Manufacturer narrative:
Upon further investigation, a redaction to this report is required. There was new information received from the site clarifying that the site meant liner torn and not distal tip split. The root cause of the event remains unknown. Liner tearing typically results from contact with calcified vessels during the tvr procedure, and can propagate during device manipulations through the sheath, and/or during withdrawal of the sheath from the patient. This may result in blood leakage as the sheath is withdrawn from the patient; however, sheaths are typically removed expeditiously, and the amount of blood loss is unlikely to result in serious injury. Quantification of intraprocedural blood loss is inexact. Blood transfusions may be given for various reasons, including pre-existing anemia and multiple vascular punctures. If the liner is torn, and a blood transfusion is not required, the event is not reportable. With the new information provided, this event is no longer reportable to the FDA. As the new information indicates, there was no blood transfusion required, therefore a serious injury did not occur, and no surgical/additional intervention was required.

Event description:
Per report received from the united kingdom, it was a case of a valve implant when it was found that an esheath had split. Further information has not been forthcoming.

Manufacturer narrative:
Investigation is ongoing. In this case, the exact sheath model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards transfemoral sheath. The possible PMA numbers associated with an edwards transfemoral sheath: k200258 - edwards expandable introducer sheath set; k200258 - edwards esheath introducer set. H3 other text : not returned.